Event description:
It was reported by the customer that the o ring came out of the device, while the device was still inside the sealed sterile packing. There was pt involvement, but no adverse consequences alleged with this event. The procedure was completed successfully as a new device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.